Event description:
It was reported that while using the bd preset¿ eclipse¿ that blood comes out through the plunger during conventional use of the product. No patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-may ¿15th. H.6 investigation summary: material #: 364390. Lot/batch #: 3340241 and 4003422. Bd received 6 samples, 3 from each reported lot number, for investigation. The samples were evaluated by visual examination and functional draw testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 10 retention samples of each reported lot number from bd inventory were evaluated by visual examination and functional draw testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D4. Medical device lot #: 3340241. D4. Medical device expiration date: 2025-11-30. H4. Device manufacture date: 2023-12-06. D4. Medical device lot #: 4003422. D4. Medical device expiration date: 2025-12-31. H4. Device manufacture date: 2024-01-03. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that blood comes out through the plunger during conventional use of the product. No patient impact.